Event description:
General report received of multiple incidents of "proximal occlusion and air-in-line alarms" during start-up of infusions. The priming stage completed without problem. When the infusions were started proximal occlusion and air-in-line alarms were received. The IV solutions mostly infused at the time of the events were reported to be d5 1/2 ns (standard IV solution) usually set at 100ml/hr and heparin solution (100units/ml in 250 ml total volume). The heparin infusions were reportedly set between 10ml/hr-12m/hr. The patients had previously received a heparin bolus dose to be followed with the heparin drip. The rptr did not recall any specific patients, but stated that the patients were adults. The infusions were started after changing to a different lot number of tubing sets. There were reported delays of 5-10 minutes. There were no reports of any adverse patient effects.